Event description:
In 1991 pt was admitted to the hosp for rupture of a disc. Now, he reports he suffers because the dr that took out hardware "broke my back from the top of l-3 all the way to the bottom of s-1 which was broken all the way out." Md "placed wire cages above and under s-1 to hold it in place. Then he dropped down the length of a disc and cut out bone so that it would create the illusion of a disc placing a screw or bolt in the cut out area without putting a nut on it." Pt c/o so many damages and severe pain.